Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to balloon migration. During the procedure the existing balloon was removed and replaced. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.